Event description:
The facility reported that the bottom of the display was not showing. During service, the baxter technician found a broken door assembly. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #mdq-CAPA-204.